Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to loosen the svc set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the svc set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that during a device replacement due to eri, the physician had difficulty unscrewing the lead from the header of the device. The physician was successful after several attempts. The device was explanted with no adverse consequences to the patient.